Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the sensor did not notify low blood glucose. Customer's blood glucose was unknown. Customer had to take a glucagon shot. Customer was unresponsive. Customer declined troubleshooting. Customer will not be returning the device for analysis.